Manufacturer narrative:
B3: procedure is estimated as (B)(6) 2025. H10: manufacturer report number.

Event description:
It was reported that the intended procedures were left heart catheterization, bypass graft angiography and plain old balloon angioplasty (poba) of the right posterior descending artery (rpda). The 1.0 x10 mm sapphire balloon came off of the delivery catheter and was permanently lodged in rpda.